Manufacturer narrative:
Additional information was provided in a.1; a.2; a.3a; b.2; b.5; d.10; h.3., h.6. And h.11. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. No further reports required. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information received and reported that the iol was exchanged for the same lens model but one diopter more power indicating the correct lens power was not implanted initially. There is no reported defect or fault with the iol.

Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, the lens was explanted. Additional information was requested, but no further information is available.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.